Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tube has been found experiencing two occurrences of incorrect fill line position before use. The following has been provided by the initial reporter: the fill line was printed at the wrong position.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8303644. Medical device expiration date: 2020-05-31. Device manufacture date: 2018-10-30. Medical device lot #: 9065777. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-03-06. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tube has been found experiencing two occurrences of incorrect fill line position before use. The following has been provided by the initial reporter: the fill line was printed at the wrong position.